Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that device's lid will not attach because the slide lock piece is missing from sharps container lid.

Manufacturer narrative:
Evaluation code (method, result and conclusion) updated.

Manufacturer narrative:
A product device history record (DHR) review determined that the product met all release requirements and criteria during the manufacturing process. A sample was received for the evaluation. The sample consisted of a single lid that was missing the sliding door component. Therefore, the reported issue of missing sliding door is confirmed. A six m assessment method was implemented in this investigation to analyze the root cause. The root cause investigation could not confirm this issue as a manufacturing defect. Based on the information available and the investigation findings, a formal investigation is not deemed necessary at this time. If additional information is received warranting further analysis, the investigation may be resumed. This complaint will be used for tracking and trending purposes.